Event description:
Information received by medtronic indicated that the insulin pump stopped running. It kept saying replace battery. Customer put in a new battery 3 times and nothing. Found a crack on the battery casing of the pump. Troubleshooting was partially performed and it was found that customer was reporting blank display. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: 12/21/2023 22:00:00.000, 12/23/2023 17:28:00.000. Insert battery alarm was recorded and found in the formatted history file on: 12/21/2023 16:33:24.000, 12/21/2023 17:17:21.000 to 12/21/2023 17:50:32.000, 12/21/2023 21:59:32.000, 12/21/2023 21:59:47.000, 12/21/2023 22:00:08.000 to 12/21/2023 22:10:00.000, 12/21/2023 21:09:30.000, 12/21/2023 21:30:58.000, 12/23/2023 18:16:39.000 to 12/23/2023 18:52:06.000, 12/23/2023 19:38:04.000 to 12/23/2023 19:57:00.000. Power loss alarm was recorded and found in the formatted history file on: 12/21/2023 22:11:17.000, 12/21/2023 22:11:28.000, 12/23/2023 20:00:38.000, 12/23/2023 20:00:49.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 12/21/2023 17:25:57.000, 12/21/2023 17:28:51.000, 12/21/2023 17:39:39.000, 12/21/2023 17:43:22.000, 12/21/2023 17:50:17.000, 12/21/2023 21:59:42.000, 12/23/2023 18:51:50.000, 12/23/2023 19:44:46.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Upon checking the power data, the customer is using a good battery. Low battery alert and power loss alarm were unexpected due to corrosion on the pcba 1 and pcba 2. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 27-dec-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery casing of the pump. Blank display was not confirmed. However, low battery alert, power loss alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.